Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications. In addition, the unit successfully underwent a continuous burn-in for four hours. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-04391 and 2134265-2014-04389. It was reported that auto pullback failed. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, an intravascular ultrasound was performed but the motor drive unit failed to perform pullback and could only do a manual pullback. The procedure was completed successfully by performing a manual pullback. No patient complications were reported and the patient's status is stable.

Event description:
Same case as: 2134265-2014-04391 and 2134265-2014-04389. It was reported that auto pullback failed. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, an intravascular ultrasound was performed but the motor drive unit failed to perform pullback and could only do a manual pullback. The procedure was completed successfully by performing a manual pullback. No patient complications were reported and the patient's status is stable.